Manufacturer narrative:
Associated medwatches: 9610612-2019-00979 (400461578 ne160r); 9610612-2019-00993 (400462120 sw790t); 9610612-2019-00994 (400462121 sw790t); 9610612-2019-00995 (400462122 sw790t); 9610612-2019-00996 (400462123 sw790t). General information: the implants arrived in decontaminated condition. Consequences for the patient: surgery delay was longer than 15 minutes. Investigation: used test- and analysis- equipment: · microscope "keyence- vhx 5000 " eq.-nr. 2000024840 · digital-camera "panasonic dmc tz8". We made a visual inspection of all three screws, hereinafter called screw "a"; "b"; "c". At the first step we investigated the hexagon of screw "a". Here we found no damages or bending, the hexagon is in a proper condition. In the next step we investigated the bottom of "a". Here we found circular wear. At last we checked the thread of "a". Here we found partially sheared off. In the next step we investigated the hexagon of screw "b". The hexagon of this screw is heavily damaged, most probably caused by a not correct / fully attached hex key. The bottom of "b" is shown, which exhibits circular wear additional to a sickle shaped impression. The thread of this screw exhibits no abnormalities. The hexagon of "c" is nearly damaged as the hexagon of "b". The bottom of "c" exhibit circular wear and a broad sickle shaped impression. The thread of "c" is in a proper condition. In (sample picture) the impression of a screw is shown, which was tightened over a correct placed and pushed down rod. This screw bottom exhibits no circular wear marks, which arose during pushing the rod by turning the screw. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause: the root cause for the problem is most probably usage related. Rationale: the wear marks and impressions on the bottom of all screws are a sure hint for tightening with a not correct (tilted) applied or not fully pushed down rod. Additional the sheared off thread of screw "a" is a hint for cross- threading. A material failure or a manufacturing error can be excluded. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report when it becomes available.

Event description:
It was reported that there was an issue with s4 set screw. According to the customer report: unable to tighten setscrew using a screwdriver fw732r. While final tightening the setscrew, the surgeon tightened the screwdriver, however the driver kept rotating even after 10n/m was obtained. At the torque value of 10n/m, the torque should have come off in order to avoid excessive torque, however, the screwdriver kept on rotating and the setscrew and the polyaxial screw tab were broken due to over-tightening. The screw and the setscrew were replaced with a new one, however, the surgeon suspected failure of the screwdriver torque wrench ne160r. So he manually final tightened the setscrew without a torque handle, meaning that torque value of 10n/m is not assured. The surgeon was concerned about post-operative loosening of the screw. There was no patient harm. The surgery time was extended over 30 minutes. Patient information was not provided or was not available. The adverse event/malfunction is filed under (B)(4). Associated medwatch-reports: 9610612-2019-00979 ((B)(4) vne160r), 9610612-2019-00993 ((B)(4) sw790t), 9610612-2019-00994 ((B)(4) sw790t), 9610612-2019-00996 ((B)(4) sw790t).